Event description:
The physician attempted arteriotomy closure with the closer s 6 fr device following an interventional procedure. It was reported that the physician was inserting the device at a 45-50 degree angle and encountered "strong" resistance. Upon further manipulation, a "click" sound was heard. It was reported that the device could not be advanced or removed; therefore the pt was taken to surgery for device removal and to achieve hemostasis. As of 2003, the pt remained hospitalized. Multiple unsuccessful attempts have been made to obtain add'l info.